Event description:
Sales rep reported that during a biceps tendon repair, the anchor snapped in half during insertion. Surgeon tapped the site with a 5mm dilator, checked orientation and was difficult going in. The free piece was removed and the tip remains in the pt. A significant delay was not reported.